Event description:
Event description: on (B)(6) 2013, the feeding tube was pulled out by the patient. On (B)(6) the hospital inserted another feeding tube. Confirmation x-ray revealed the weighted end was in the patient's body. By CT scan it was revealed that the weighted end was in the patient's small intestine. The patient was monitored; however, the weighted end did not move from the ascending colon. The patient had melena (bleeding) on (B)(6). The bleeding was stopped by cf and hemoclip. Because the patient had just had an operation, the weighted end could not be removed endoscopically. The patient was placed under observation.

Manufacturer narrative:
It is unclear if the bleeding was related to the patient's recent abdominal surgery. No sample is available for evaluation. Retention samples from the reported lot were tested. In order to duplicate a similar break more than 5 pounds of tensile force was applied to the feeding tubes. It is unclear how these types of forces could be applied to the tube during clinical use.